Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. At the end of therapy at the time of disconnection of the device, it was observed that the bladder was fully deflated; however, there was approximately 20ml of medication contained within the device casing/housing. The device was filling with fluorouracil hs (accord) 3500mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 23 june and 25 june, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.